Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, patient underwent an open reduction and internal fixation (orif) of right femur. During insertion of a tfna nail, the surgeon struck the insertion handle directly, broke off the driving cap threaded tip. The procedure was completed successfully with a surgical delay of 10 minutes. No fragments were generated. There was no patient consequence reported. This complaint involves one(1) device driving cap/threaded.